Event description:
N/a

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported loose f/e knob. The reported audible noise could not be replicated in a testing environment. Additionally, it was observed that that the f-cable was broken, and as a result, the tcds was unable to be curved in the f direction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported loose f/e knob could not be conclusively determined. It is possible that user perception of a large neutral zone contributed to this event. However, this cannot be confirmed due to the condition of the returned device. The reported audible noise appears to be a cascading event of the cable break. The observed cable break and resulting failure to curve in the f-direction are cascading events of the troubleshooting performed for the loose f/e knob during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was advanced into the right atrium and steer down with flex when the f/e knob was not working and a loud pop was heard. The triclip was removed from the patient and the procedure was discontinued. The final tr was grade 1. There were no adverse patient effects or clinically significant delay was reported. (B)(6) 2025: reportability assessment was rerun as the device analysis indicates that there was a device malfunction of a break on the f-cable. The reportability assessment was updated, and the event is reportable. The alert date is 03 december 2025 as this is the date the malfunction was identified.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.